Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm, aortic neck, and iliac arteries were severely calcified. It was reported after the talent stent graft was implanted at the level of the renal arteries, a proximal type I endoleak was evident on the angiography run. In order to confirm this was not a type IV endoleak, the physician elected to balloon the proximal portion of the stent graft and acquired another angiogram of the distal portion of the stent graft. The physician elected to implant another manufacturer's stent, which seemed to diminish the endoleak; however, some endoleak was still present. The physician decided to treat the patient medically from then on and to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: (endoleak), (severely calcified aneurysm and vessels). Evaluation: conclusions: (severely calcified aneurysm and vessels). (Intervention required).